Manufacturer narrative:
CLINICAL INVESTIGATION: A TEMPORAL RELATIONSHIP EXISTS BETWEEN CCPD THERAPY UTILIZING A LIBERTY SELECT CYCLER AND THE SERIOUS ADVERSE EVENTS OF CARDIAC ARREST AND DEATH, AS THE PATIENT WAS ACTIVELY UNDERGOING CCPD THERAPY WHEN THE CARDIAC ARREST OCCURRED. THE PDRN REPORTED THE PATIENTS¿ CAUSE OF DEATH WAS CARDIAC ARREST, SECONDARY TO HER SIGNIFICANT CARDIAC COMORBID CONDITIONS. THE ESRD POPULATION CONTINUES TO HAVE SIGNIFICANTLY HIGHER MORTALITY, AND FEWER EXPECTED YEARS OF LIFE WHEN COMPARED TO THE GENERAL POPULATION. CARDIOVASCULAR DISEASE (INCLUDING SUDDEN CARDIAC DEATH) ACCOUNTS FOR THE MOST DEATHS AMONG THE ESRD POPULATION. ADDITIONALLY, ADULTS WITH ESRD HAVE MORTALITY RATES UP TO 30-FOLD HIGHER THAN THE GENERAL POPULATION. PER THE PDRN, THE SERIOUS ADVERSE EVENTS WERE UNRELATED TO ANY FRESENIUS DEVICE(S) AND/OR PRODUCT(S) MALFUNCTION OR DEFICIENCY. BASED ON THE INFORMATION AVAILABLE, THE LIBERTY SELECT CYCLER CAN BE DISASSOCIATED FROM THE SERIOUS ADVERSE EVENTS. THERE IS NO ALLEGATION OR OBJECTIVE EVIDENCE INDICATING A FRESENIUS DEVICE(S) AND/OR PRODUCT(S) CAUSED OR CONTRIBUTED TO THE SERIOUS ADVERSE EVENTS. FURTHERMORE, THERE WAS NO REPORT A FRESENIUS PRODUCT(S) AND/OR DEVICE(S) FAILED TO MEET THE USERS¿ EXPECTATIONS AND/OR THE MANUFACTURERS¿ SPECIFICATIONS. THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A PERITONEAL DIALYSIS (PD) PATIENT CONTACT REPORTED TO FRESENIUS CUSTOMER SUPPORT THAT THE PATIENT PASSED AWAY BUT WAS NOT SURE IF IT WAS PD RELATED. FOLLOW-UP WITH THE PATIENT¿S PD REGISTERED NURSE (PDRN) CONFIRMED THE PATIENT EXPIRED AT HOME WHILE SLEEPING ON (B)(6) 2026, DURING CCPD THERAPY. THE PATIENT¿S DAUGHTER ENTERED THE PATIENT¿S ROOM IN THE MORNING TO ASSIST WITH COMPLETING CCPD THERAPY AND FOUND HER MOTHER PASSED (LIKELY SEVERAL HOURS PRIOR). ALTHOUGH MANY OF THE SPECIFICS ARE UNKNOWN, IT APPEARS THE PATIENT¿S DAUGHTER CALLED EMERGENCY MEDICAL SERVICES (EMS) WHO PRONOUNCED THE PATIENT DECEASED AT THE PATIENT¿S RESIDENCE, AND THE BODY WAS TAKEN TO THE MORGUE. PER THE TREATMENT RECORD, THE PATIENT COMPLETED TREATMENT AND NO ALARMS WERE NOTED. THE PDRN STATED THE PRIMARY CAUSE OF DEATH WAS CARDIAC ARREST DUE TO HER SIGNIFICANT CARDIAC HISTORY (NOT PROVIDED). THE PDRN STATED THE SERIOUS ADVERSE EVENTS WERE UNRELATED TO ANY FRESENIUS DEVICE(S) AND/OR PRODUCT(S) DEFICIENCY OR MALFUNCTION.

Event description:
A peritoneal dialysis (PD) patient contact reported to Fresenius Customer Support that the patient passed away but was not sure if it was PD related. Follow-up with the patient¿s PD registered nurse (PDRN) confirmed the patient expired at home while sleeping on (b)(6)/2026, during CCPD therapy. The patient¿s daughter entered the patient¿s room in the morning to assist with completing CCPD therapy and found her mother passed (likely several hours prior). Although many of the specifics are unknown, it appears the patient¿s daughter called emergency medical services (EMS) who pronounced the patient deceased at the patient¿s residence, and the body was taken to the morgue. Per the treatment record, the patient completed treatment and no alarms were noted. The PDRN stated the primary cause of death was cardiac arrest due to her significant cardiac history (not provided). The PDRN stated the serious adverse events were unrelated to any Fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.